Manufacturer narrative:
Investigation - evaluation: this complaint is based on a article that was published in 2009 and focuses on a (B)(6) year old male patient who underwent an evar in 2008. Type b aortic dissection was seen 11 weeks after the evar, which was later treated successfully. The complaint is confirmed based on the published article. Information regarding the product that resulted in the failure was not provided. However, possible causes for aortic dissection can be due to combination of factors, such as infrarenal neck morphology, device oversizing, bare metal stents with barbs, wire manipulation in the proximal aorta and progression of the disease/ patient's pre-existing conditions. The patient had a history of coronary artery disease with tortuous vessel and there was calcification of the renal arteries and thrombus within the neck. Based on the phone conversation with the physician (author), it could be possible that the progression of the patient's disease would have caused the stent to collapse and led to aortic dissection. Therefore, due to the patient's anatomy and progression of the disease, the device would have indirectly caused the failure to occur. It is feasible to suggest that the root cause of type b aortic dissection is possibly "procedure related: patient condition related to occurrence." We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Citation: iyer, vikram, mark rigby, and george vrabec. "Type b aortic dissection after endovascular abdominal aortic aneurysm repair causing endograft collapse and severe malperfusion." Journal of vascular surgery 50.2 (2009): 413-16. Web. (B)(4). The event is currently under investigation. A follow up report will be sent upon conclusion.

Event description:
An active (B)(6) male patient presented to the emergency department with upper abdominal and back pain and bilateral lower extremity ischemia 11 weeks after being treated with evar. He was hemodynamically stable. His abdomen was soft but tender to palpation in the lower quadrants. They could not palpate infrainguinal pulses, and doppler signals could not be obtained from either foot. He had complete sensory loss in both feet, with complete motor loss of both ankles. A computed tomography (CT) angiogram of the thorax and abdomen showed a new type b aortic dissection. Within the abdomen, the true lumen was compressed, compromising flow to the celiac axis and superior mesenteric artery. The right renal artery and kidney, arising from the false lumen were non-enhancing. Contiguous with the narrowed true lumen, the upper half of the stent graft was collapsed and occluded, with distal thrombus extending into both legs. The patient was transferred to the operating room and underwent bilateral femoral cut downs. Both femoral arteries were pulseless and filled with clots. The site of the tear was right at the distal aspect of the origin of the left subclavian artery. Another manufacturer's device was deployed to over the tear with deliberate partial coverage of the left subclavian artery. A subsequent angiogram showed flow through the true lumen with a patent celiac, superior mesenteric, and left renal artery. Post-operatively, the patient's pain improved and he had palpable pedal pulses bilaterally. Renal function deteriorated but dialysis was not required. The patient was discharged after 3 weeks and at 11 months was resuming normal activities. His ankle-brachial indexes are normal. His renal function was improved. An unenhanced CT image at 6 and 11 months showed no significant change in thoracic or abdominal aortic diameters. The abdominal endograft remains expanded. The source of this report is literature.